Event description:
It was reported that the hcp (healthcare provider) found ¿a little tumor at the end of her tube¿ in (B)(6) 2013 and then tested it two weeks ago via MRI and reviewed with the patient that it was a granuloma. The patient was wondering if this could impact her pain relief. Last night ((B)(6) 2013) they almost took the patient to the hospital because, she was in so much pain. Because of the amount of pain the patient experienced they were concerned that the patient wasn¿t getting the regular basal rate of the pump. The patient¿s husband couldn¿t confirm that the spike in the patient¿s pain was a pump problem, but thought that something was going on. He thought it could be the patient¿s cancer pain, but it was a slow cancer and for the pain to spike like it did; it concerned him. The patient had an upcoming appointment with her hcp in mid-september. The pump was delivering hydromorphone, bupivacaine, and baclofen. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835 lot# serial# (B)(4); product type programmer, patient product ID 8 709sc lot# serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8596sc lot# serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported the pain the patient experienced was cancer pain. The previously reported appointment was not kept and no further information was available.

Event description:
Additional information received reported the health care provider (hcp) was unsure of the date the mass was diagnosed. It was reported the patient was doing well now.